Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain and apparent radiolucency around the shell. A 52mm trident I shell, 32 + 0 mm metal head, and 25mm screw were revised to new devices. Other than the revision usage sheet, rep confirmed that no further information would be released by the hospital or surgeon.